Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that all the back hardware is loose from aggressive use. He has also broken off the rear anti tippers. He states all the holes for the back hardware are spread out so if you do tighten up the hardware it will not tighten because they bored out. The dealer states the patient has fallen out the back of the chair. He does not know when he fell out of the back of the chair but he did say he wasn't aware of any injury. Dealer states that the customer put some other chrome anti tippers on the chair that attach to the arms.